Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen manifold leak. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had an oxygen manifold leak. Onsite service was requested. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The quote provided to the customer was cancelled, and no further actions were performed by philips. It could not be determined if the customer's issue was resolved, or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.